Event description:
It was reported that during an open subtotal gastrectomy for radical cancer procedure, after using a stapler to connect stomach and duodenum, the surgeon wanted to cut the stomach with the linear cutter as usual. Scrub nurse assembled one linear cutter and one reload and the surgeon could cut the 2/3 of stomach perfectly. Then, asked for one more cartridge to finish the left stomach with same linear cutter body. When he was given it, he pushed the handle as usual. In the middle of firing, its handle stopped at the 1/2 wasn¿t unable to push it further. The surgeon unassembled it and asked the scrub nurse get a new linear cutter. So, the scrub nurse left the linear cutter to report complaint and she prepared him a new linear cutter and reload. The surgeon tried to finish the procedure with a new one. The surgeon pushed the handle, but it stopped at the 1/2 point again. The surgeon thought the cartridge was broken with somewhat reason and asked another cartridge. The scrub nurse assembled same body + new cartridge and gave it to the surgeon. The surgeon pushed the handle again but stopped at the 1/2 point again. He pushed hard until its handle broken. However, it didn't move any further. Eventually, he gave up using he linear cutter and asked for another manufacturer's linear cutter. He stapled with this device and cut the stomach with scissor then reinforced the staple line with polysorb 3/0 and 4/0. The procedure was finished as he planned and patient is ok so far. Procedure was prolonged by thirty minutes.

Manufacturer narrative:
(B)(4) = firing knob dislodged, damaged slip block assembly. Additional information was requested and the following was obtained: was there any visible damage to the cartridge? I didn¿t see any. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.